Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. A DHR review was performed, and there is no evidence to suggest that the reported event was related to a manufacturing non-conformance. Based on the information available, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this device model 2800tfx21mm implanted in the aortic position, was explanted from a 75-year-old after an implant duration of six (6) years and three (3) months due to unknown reasons. A bioprosthetic valve was implanted in replacement. An implant data card was received with the question "due to a deficiency in the original device?" Marked as "yes". Patient was noted as to be alive.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.